Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, the patient was experiencing nausea, shakiness, and diaphoresis. The patient's cgm value was reading 400 mg/dl. No bg meter reading was taken at this time. The patient was wearing a tandem insulin pump. The patient¿s wife took the patient to the emergency room around 5:30 pm for evaluation. At the ER, the patient's bg meter reading was 72 mg/dl. He was treated with novolog insulin (injection), zofran, and famotidine. At an unspecified time later, the patient's bg meter reading was 122 mg/dl. The patient was discharged home approximately 5 hours later. The patient was "fine" at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.